Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Very visible blood leak in the dialysate outflow tube of a dialyzer.

Event description:
A user facility reported an internal dialyzer blood leak immediately after the start of the patient's hemodialysis treatment. It was reported there was a very visible blood leak in the dialysate outflow tube of a dialyzer and the dialyzer itself had unusual streaky dark blood close to dialysate outflow port. The facility had not yet pressed the start treatment button on the machine. It was reported the pump was turned off immediately and the blood was not re-transfused to the patient. The nephrologist was notified and did not want any blood work or prophylactic antibiotics for the patient. It was reported the machine did not alarm. The estimated blood loss (ebl) was 250ml blood loss from the circuit. It was noted there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Additional information was requested but was not received to date.

Manufacturer narrative:
Correction: b5.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
Very visible blood leak in the dialysate outflow tube of a dialyzer